Event description:
Boston scientific received information that the pacing impedances of this right ventricular lead had risen and were out of range. An increase in pacing thresholds was also noted, while the shock impedances were normal. It was suspected that the gradual rise in pacing impedances were likely due to tissue/interface changes. A revision took place and this lead and device were explanted and replaced. The lead was surgically abandoned while the device was explanted. The products will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.